Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 309653 and lot number 0140469. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, five photos were received for evaluation by our quality team. The photos shows syringes. In one of the photos it can be seen very clearly that a piece of a plunger rod thumb press is inside of the syringe. There is also a photo of a syringe with a fruit fly in it. It could be possible for the plunger rod foreign matter defect to occur during the syringe assembly process. If a jam occurred and the plunger rod became damaged at the thumb press, then a piece of plastic could have gone into the barrel. The assembly line was inspected, including the rails and conveyor, and there is a good flow of product. No pieces of plastic were observed in the area. The customer reported buying these products from a distributor. It is unclear if the distributor is doing any additional processing after the bd manufacturing process. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "our pharmacy team identified a piece of plastic located in a 50ml syringe (309653) from lot 0140469." "Corrections: ar code fm on outside, is not foreign matter, it is a hole in the 20ml syringe (pr1952862). Ar code is for fm plastic inside syringe and fruit fly."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "our pharmacy team identified a piece of plastic located in a 50ml syringe (309653) from lot 0140469." "Corrections: ar code fm on outside, is not foreign matter, it is a hole in the 20ml syringe ((B)(4)). Ar code is for fm plastic inside syringe and fruit fly."